Manufacturer narrative:
Product was returned for analysis on 12/21/2015. Complaint conclusion: as reported by a healthcare professional, during coil embolization of a left-superior cerebellar artery aneurysm, when the complaint deltamaxx (cdx18083530 / c34237) as 4th coil was connected with the enpower cable (lot unknown) after deltamaxx and cashmere coils were implanted, the green system ready light did not illuminate, although the pre-deployment electrical check had been successful. Upon pressing the power button, all lights illuminated. All connections had fit properly without application of excessive force. The actual coil did not appear damaged during the procedure (i.e. Prematurely detached, stretched, kinked, fractured). The deltamaxx was removed from the patient body. The physician mentioned that the complaint deltamaxx might cause the error, because the previous micrus coils could be detached successfully with the same enpower cable and dcb. The procedure was completed without further issues or delay using the same cable and dcb. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The deltamaxx was returned for analysis; however, the enpower detachment control box (dcb) and the control cable were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. As viewed through the returned packaging, it was found that the coil protruded outside the distal tip of the green introducer and was knotted. The coil was damaged at the coil¿s knot. The coil damage was most likely post-procedural in nature. Located 66.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath. The circumstances of how and when all the above unreported damage occurred to the unit cannot be determined. No mechanical sheath damage was found at the protrusion site. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 53.7 ohms (range 48.5/56.0) ((B)(4)) and the enpower systems green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated through all testing phases and that resistance passed at 53.9 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the enpower systems ready green light not illuminating prior to detachment inside the target site cannot be confirmed. The dpu passed electrical testing, the coil detached on the first detachment cycle, and the enpower systems ready green light remained illuminated during all testing phases, therefore the root cause of the enpower systems ready green light not illuminating just prior to the attempted detachment inside the target site cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant products: enpower detachment control box and connecting cable were used for the procedure. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of a left-superior cerebellar artery aneurysm, when the complaint deltamaxx (cdx18083530 / c34237) as 4th coil was connected with the enpower cable (lot unknown) after deltamaxx and cashmere coils were implanted, the green system ready light did not illuminate although the pre-deployment electrical check had been successful. Upon pressing the power button, all lights illuminated. All connections had fit properly without application of excessive force. The actual coil did not appear damaged during the procedure (i.e. Prematurely detached, stretched, kinked, fractured). Thus the deltamaxx was removed from the patient body. The physician mentioned that the complaint deltamaxx might cause the error, because the previous micrus coils could be detached successfully with the same enpower cable and dcb. The procedure was completed without further issues or delay using the same cable and dcb. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. It was reported that the complaint product will be returned for analysis; however, the cable and dcb would not be returned. No further information was available.